Manufacturer narrative:
When the technician investigated the likorall 242 s, he was not able to recreate the failure. The most likely root cause is that the lift strap was folded causing it to not wind up correctly on the drum. When a load is then applied, the lift strap will slide out until it reaches its unfolded position. According to 7en120115 rev. 7 "instruction guide likorall 242/243/250", hill-rom states that the user shall make sure that the lift strap is not twisted or worn and can move in and out of the lift freely. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The technician did not replace anything and reviewed his findings with the account to resolve the issue. Based on this, no further action is required.

Event description:
Hill-rom received a report from the account stating during a patient transfer from her bed to the armchair, the lift strap lowered a distance causing the patient to drop. There was no patient/user injury reported. The lift was located at (B)(6) at the time of the incident. This report was filed in our complaint handling system as complaint # (B)(4).